Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced fluctuating glucose levels with persistent hyperglycemia and intermittent hypoglycemia, including sensor-reported values as high as 380 mg/dl and as low as 40 mg/dl over an estimated 20 hours outside the target range, with no back-up therapy used and no ketone testing performed. Symptoms included self-reported hypoglycemic manifestations and sustained hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary interruption of normal glycemic control without medical intervention or hospitalization. Troubleshooting and education were completed, including guidance on cgm calibration, infusion set evaluation and potential switch to a steel cannula, supply changes, sensor replacement processes, and reinforcement of low treatment and monitoring practices. Investigation included technical support review and user coaching based on available system use information. Investigation of this case revealed no confirmed device malfunction, with contributing factors remaining undetermined. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear.